Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was confirmed due to the electrode belt ECG c&d cable¿s lead-1 and lead-2 wires being broken, causing ECG c and ECG d to not recognize during falloff testing. The root cause for broken wires was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.